Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator alarmed low o2 and the ventilator was removed from the patient and replaced with a different unit. The customer reported there was patient involvement and no patient harm.